Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this new implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed shock lead impedance greater than 200 ohms with lead impedance test and 147 ohms with coil to can configuration. The device was programmed to coil to can and displayed 83 ohms with another defibrillation threshold (dft) test at 21 joules. Fluoroscopy result did not show any lead issues. The physician is concerned over possible calcification on the lead. The physician decided to program the device to high energy and would continue to monitor. The system remains in service. No adverse patient effects were reported.